Event description:
The customer reported getting no ac main power [a failure to power up via ac power]. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting no ac mains power [a failure to power up via ac power]. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.